Event description:
Caller reported that the cartridge was not properly fitting on the pump, which was causing an issue with it not fully snapping into place. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to inspect various components and use a cleaning method to resolve the fit issue. The caller successfully filled a new cartridge and completed the loading process, allowing them to resume insulin therapy.